Manufacturer narrative:
Concomitant medical products: product ID: 3550-39, lot# n348511, implanted: (B)(6) 2014, product type: accessory. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4). Analysis of the desktop charger (serial # (B)(4)) found a broken connector pin.

Event description:
The patient reported that their recharger was not charging. The desktop charger connector pin came off on (B)(6) 2014. It was noted that the patient could not walk and felt like an old lady. The patient noted that when they didn't use the therapy for a couple of days they would get really stiff. The patient was not able to use the device because of the connector pin issue which was causing the walking issues. The patient received assistance from their doctor or a manufacturer representative on (B)(6) 2014 and their concerns were resolved. The patient was implanted for spinal pain and failed back surgery syndrome.